Event description:
It was reported that the implant holder is jammed. This has happened multiple times already with a new implant holder each time. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date not known. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was returned for inspection and the event was confirmed. The investigation of the rejected holder has shown that the threaded shank is completely jammed inside the holder. Since the threaded shank is seized the function is no longer guaranteed. The review of the material and production documents showed no deviations from the specifications. No product defect was found. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. No product fault could be detected. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective. The exact cause of the damage unfortunately cannot be reproduced without additional information and we are not able to determine the exact cause of the device failure.